Manufacturer narrative:
Dissection, as noted in the promus IFU, is a known adverse event associated with coronary stenting. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. With limited details and no details to confirm that there was a product deficiency that contributed to the reported dissection a conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. There does not appear to be an indication of a product quality deficiency. Since it was reported that the physician believes that the balloon is oversized, manufacturing will be notified of the incident via fdn to further investigate.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during the procedure, a proximal and distal edge dissection occurred while using the promus stent. The dissection was treated with additional stenting. The physician felt that the promus balloon was overhanging too much. There were no other patient effects reported. There is no additional event or patient information available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.